Event description:
Consumer complaint about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 70-120mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 142 mg/dl and 187mg/dl fasting. Reviewed meter memory: 1:171mg/dl mg/dl (B)(6) 2015 06:26:00 am fasting: yes. 2: 254mg/dlmg/dl (B)(6) 2015 06:22:00 am fasting: yes. 3:163mg/dlmg/dl (B)(6) 2015 01:16:00 am fasting:yes. 4:154mg/dlmg/dl (B)(6) 2015 10:51:00 am fasting: no. 5: 132mg/dl mg/dl (B)(6) 2015 04:34:00 am fasting:yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 70-120mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips are stored properly and were first opened 4/15/2015. Customer performed back to back blood test, 142mg/dl and 187mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.